Event description:
Info received that the hi/low drifted down slowly. No alleged injury reported by account.

Manufacturer narrative:
Technician found: hi/low drifted down slowly. Cause, hi/low up and down solenoid valve failed. Repair description: replaced hi/low up and down solenoid valve to resolve issue. Returned unit to service. Location bed shop.